Event description:
An I-125 prostate seed implant was performed on this pt. When unloading needle #19, physician noted small black spot came out of the needle which appeared radioactive - use of the victoreen 190 survey meter confirmed and elevated radioactivity level. Contaminated materials were kept separate and the area was surveyed for contamination. State dept of health and nuclear regulatory commission immediately informed and investigation by both initiated.